Manufacturer narrative:
Narrowing of the esophagus after endoscopic ablation is an expected and known adverse event, and is typically procedure related. However, in the case of this patient the site reported that it is procedure-related and may also be device-related: it is known that endoscope ablation therapy, such as radiofrequency or cryotherapy ablation, can cause narrowing of the esophagus. The patient's condition improved after dilation of the narrowed area of the esophagus.

Event description:
On (B)(6) 2017 c2 therapeutics became aware of stricture (narrowing of esophagus) event. Patient went through initial cryoballoon procedure on (B)(6) 2017. At a 7-day phone call, the patient complained of difficulty swallowing with dysphagia. However, the patient wanted to wait and see if the difficulty swallowing would improve. On (B)(6) 2017, the patient had reported that food was stuck and did not pass. He then went to a local emergency room for extraction. The emergency room had recommended a dilation, so the patient went to mayo clinic to have the procedure done on (B)(6) 2017. The site indicated that the sae was definitely procedure-related and possibly device-related.